Event description:
It was reported, there was a migration/dislodgement of the catheter. The location of the catheter issue was the distal segment and the catheter was replaced on 2014 (B)(6). It was noted, the patient experienced a loss of pain control, less than 50% therapy relief, and not feeling bolus doses. The location of the issue or symptoms was indicated as the ¿catheter site low back.¿ diagnostic testing and troubleshooting performed included a dye study pre-operatively and the healthcare provider (hcp) was unable to aspirate. An x-ray showed the catheter was out of the intrathecal space. It was reported the ¿eye holes on anchor sliced through, suture used to anchor, 2-0 ethibond.¿ the cause of the issue was undetermined, but the issue was resolved. The patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver dilaudid, fentanyl, and bupivacaine

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the catheter revealed catheter anchor broken suture-ring. Only the distal portion of the catheter was returned along with the detached distal side strain relief shroud for the pin connector and the detached anchor. The jagged appearance of each suture loop on the v-wing anchor indicated the loops were broken. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.